Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens got scratched and torn by the simplicity preloaded system while surgeon was twisting the plunger to advance. A backup lens was used. There was delay in treatment. The patient had poor vision. No interventions were performed. No further information was provided.